Event description:
Consumer was on a bus and she turned off the device off. "Goodbye" came on the display, however, the device would not turn off. After 2.5 hours chair turned off and ran normal. The reporter of the event will not turn off the device. No reported injury.

Manufacturer narrative:
MDR decision date: (B)(6) 2012 - no RMA has been initiated for this issue. Model m91-ts serial number/date code (B)(4) is approximately 2 years and 1 month old. The owner's manual part number 11141450, rev.e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed for additinal information however, consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed.